Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited oversensing and high out-of-range pace impedance measurements. Subsequently, a procedure was scheduled. During the procedure, it was observed that the ra lead had lead body and insulation damage and was stuck in the device header. With force, the ra lead was able to be removed from the device header. The ra lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.